Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. In addition for the above evaluation, trilogy o2 pm1 kit, power cord, exhaust fan assembly, 43 micron filter were replaced due to preventive failure. The technician performed repair test, alarm test, battery test, run in tests and cleaning then confirmed the unit operated properly and software was uploaded, which was not related to the malfunction/issue.